Manufacturer narrative:
Additional information: g3, h3, h6 correction: b6, d4(UDI), PMA / 510(k) # h3 evaluation summary: medtronic conducted an investigation based on all information received. The product sample was not returned; however, technical support guided the customer through troubleshooting over the phone. The evaluation identified an issue with the location subsystem (lss). It was reported that there were connectivity and registration issues. The reported issues were confirmed. The most likely cause was traced to a component failure. Manufacturing records for each device are thoroughly reviewed prior to release to ensure compliance with all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the user was unable to use the device during a survey in registration due to location subsystem disconnected error message. The user tried all the steps suggested including restarting the location system and personal computer (pc), but the same error comes up all the time. The physician was not able to complete the enb portion of the case. The case was completed with a computed tomography (CT) guided biopsy. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.